Event description:
Information was received from a health care provider (hcp). Caller reported implant (ins) is dead and has been for some time. Patient reported they are going to have it out at some point too. Hcp called back. Hcp reiterated that the ins does not work and has not been on for a long time. Hcp noted they "think it can't charge or something". Hcp states pt is needing spine MRI and pt's provider wants to speak with a medtronic rep about scanning but hcp was not with the provider at the time of the call. Agent reviewed 3708140 extensions are not full body conditional, reviewed option to explant, provided ts phone number to pass along to provider if they have additional questions. A phone call was made to the patient (pt). Patient stated they were sent charging parts, but it was just not working. Patient didn¿t clarify any further about the implantable neurostimulator (ins) not working. Patient stated they can't get into MRI mode. They are consulting with a neurosurgeon tomorrow to set a date to remove the ins. No contributing factors were reported.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.